Event description:
The reporting facility described and event during pre-implantation of the catheter (B) (4) zeroed. Upon implantation the intracranial pressure values were much higher for the clinical state of the pt. The physician removed the catheter and then revised with another 110-4g catheter. The second catheter functioned as expected. Add'l clinical info requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.